Manufacturer narrative:
The samples were provided for investigation. Investigations were able to confirm the tsh values generated at the customer site. It was determined that the sample contained a slight interference to the streptavidin used in the ft4 reagent. This limitation is covered in product labeling. The same interfering factor most likely is responsible for the decreased tsh values in comparison to values obtained on the dxi analyzer.

Event description:
The customer stated that the thyroid panel results for two samples from the same patient tested on an e602 analyzer did not match results obtained from other vendor analyzers and did not match the diagnosis of the patient. The patient was originally seen at an initial site and was referred to the customer site due to abnormal test results without clinical symptoms. The results for the two samples from the customer site were said to match the results from the initial site. No results were provided from the initial site. The two samples had erroneous free thyroxine (ft4) and thyrotropin (tsh) results that are reportable as a malfunction. The erroneous results were not reported outside of the laboratory. This medwatch will refer to tsh. Please refer to the medwatch with patient identifier (B)(6) for information related to ft4. The samples were initially tested at the customer site on an e602 analyzer and correspond to the "roche" results on the attachment. The first sample was repeated on a beckman dxi analyzer (corresponding to "dxi" results on the attachment) and a siemens centaur analyzer (corresponding to "centaur" results on the attachment). The results from the centaur analyzer were believed to be correct since they match the patient diagnosis. The first sample was also treated with streptavidin agarose and a heterophile blocking tube (hbt) from scantabodies, then tested on the e602 analyzer. The agarose and hbt treated sample results correspond to the "roche agarose" and "roche hbt" results respectively in the attachment. The patient was not adversely affected. The e602 analyzer serial number was (B)(4). The customer declined a service visit and stated that he believes the issue to be sample related.